Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area red and itchy.there was no alleged device malfunction contributing to the irritation. The patient¿s pharmacy recommended an ointment for the skin irritation. Patient reported that the irritation is getting better.